Manufacturer narrative:
Initial MDR filed pending information the customer. If additional information is obtained, a follow up MDR will be submitted.

Event description:
Right-side suspected rupture.

Manufacturer narrative:
Requesting to void report because this is a duplicate of sientra complaint number: (B)(4), in which an initial 30-day MDR was not filed for per surgeon update, this side was not the affected side and therefore was voided.